Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported that the unit is giving check vent: alarm led failed. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.

Manufacturer narrative:
G4: 03jul2020 b4: (B)(6)2020 the service technician observed the reported error in the log. The power switch overlay was replaced and the phenomenon was resolved. The software was upgraded from version 2.10 to 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07oct2020. B4: 13oct2020. Failure analysis on the returned power switch overlay shows that the alarm (red) led detached from the trace not making contact on the power switch overlay created the alarm led failure code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.